Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient developed infections before on their leg and they had to take the patient to the doctor and the doctor recommend a certain cream to use. The patient's mother stated that the infection happened after the the patient wore the pod. The patient's mother tried to treat the infection, however, it got worse. The patient was then taken to the hospital weeks after the infection start appearing to get treatment. No more information was able to be obtained.